Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing separated and leaked. The clinician stated, "when the nurse was trying to take the drip from the IV pump and place the drip of the MRI IV pump the IV tubing came apart and propofol was wasted on the floor.¿ although requested, there was no patient information provided.